Event description:
New information received states the lead was capped during the generator changeout. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported high threshold and varied r-wave sensing amplitude were observed. Lead replacement was recommended. The patient is not sure he wants anymore surgeries. The patient is scheduled to be reassessed in two months. The patient condition is good.